Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a lower left door switch was found not switching when door was closed. Readjusting the door switch resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported during a spinal fusion procedure, a "door open" error message was displayed on the imaging system pendant though the door was fully closed. Rebooting the system multiple times did not resolve the issue. Medtronic representative stated that the covers of the imaging system had physical damage. Site continued the procedure with c-arm fluoro imaging. The procedure was completed without the use of imaging. There was a delay of 5-7 minutes. No impact on patient outcome.